Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display. The customer reported the blank display occurred after tightening their battery cap. Customer stated they have exposed their insulin pump to moisture in the past. Customer declined to troubleshoot for the moisture damage. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 133 mg/dl. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.